Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported charging too often. The patient's implantable neurostimulator (ins) battery used to last 3-4 days but since about 2 weeks ago in (B)(6) 2015 the patient had to recharge every other day. Stimulation was still in her leg and it had not changed. The patient had not recently been reprogrammed or switched to a new group. The patient had not recently had the need to increase parameters. There were no trauma or falls that could be related to the issue. No symptoms reported. It was noted that the patient was implanted for failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.